Event description:
It was reported that during a low anterior resection, the device was inserted into the rectum and matched up with the anvil that was attached to the proximal bowel. While dialing the device into the green zone for firing, there was a click sound, but the instrument continued to dial down. When in the appropriate range, the safety was released and the firing trigger squeezed. The firing trigger would not move at all and the instrument could not be fired. The safety was re-engaged and the device was removed. A new instrument was opened and the device was used with the anvil from the first instrument to create anastomosis with no problems. There was no device consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.